Event description:
It was reported that this device delivered 6 inappropriate shocks and 2 rounds of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported. Additional information was received stating that the patient received inappropriate atp and inappropriate shocks due to an episode of atrial arrythmia with rapid ventricular response (rvr).

Event description:
It was reported that this device delivered 6 inappropriate shocks and 2 rounds of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.